Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: patient was implanted on (B)(6) 2021 and underwent revision surgery on (B)(6) 2021 due to implant fracture. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. X-rays: a subtrochanteric and potentially partially intertrochanteric periprosthetic fracture is present in the right femur, resulting in mild apex lateral angulation at the fracture site. Fracture is centered around the most proximal portion of the subtrochanteric diaphysis. There is a chronically displaced/nonunited fracture of the lesser trochanter, not likely related to the recent imaged injury. Intramedullary nail also demonstrates slight apex lateral angulation at the site of the proximal locking screw. Bones are well mineralized. No periprosthetic lucencies. Product evaluation: visual examination: the broken znn nail was returned for investigation. The nail was broken into two fragments. The fracture of the nail is located through the lag screw hole. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture surfaces shows also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the nail. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: patient was implanted on (B)(6) 2021 and underwent revision surgery on (B)(6) 2021 due to implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the znn nail have met the specifications valid at the time of production. The visual examination of the nail indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). However, based on the available information and performed investigation, an exact root cause for the nail breakage could not be determined. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 47-2490-097-00; lot# 64867311; 3mm x 100cm tear drop gd wire; item# 47-2485-110-10; lot# 2940288; z nail 10.5 x 110 lag screw; item# 47-2484-037-50; lot# 64850529; z nail 5.0x37.5 cort screw fa; item#e 47-2484-035-50; lot# 64689229; z nail 5.0x35 cort screw fa; item# 00-2490-012-30; lot# unk; 3.0mm threaded pin by 305mm; item# 00-2490-450-32; lot# unk; 3.2mm threaded pin. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to a broken znn cm nail through the proximal lag screw hole. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.